Manufacturer narrative:
Complaint no. (B)(4).

Event description:
It was reported that in the operating room approx 20-30 minutes after placing the sheath, a leak of medical solution was found from the connecting part of the stopcock/sideport. As a result, the user clamped the sideport, and the sheath was removed after the operation. There was no reported delay, death, or complications to the pt as a result of this occurrence.